Event description:
It was reported that this system this patient reported the breakdown of a suture due to a potential infection or allergy. The system was explanted and was not replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.